Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 502 mg/dl. The customer was treated with manual shot and not hospitalized. The customer stated that the drive support cap appears normal and the device was not exposed to high magnetic field. The customer's mother stated no other motor alarms and not received e70 alarm. The customer passed the "displayment" test. The customer was advised to monitor pump. The customer also reported via phone call indicating that she had no delivery alarm. Customer's blood glucose was 502 mg/dl. The customer was treated with manual shot and not hospitalized. Customer reported they are unable to troubleshoot at time of call because of past event. The customer was advised to monitor insulin pump.